Manufacturer narrative:
This report is submitted on march 15, 2022.

Event description:
Per the surgeon, the patient was hit over the incision site with a snow shovel resulting in a wound dehiscence and an infection which was treated with oral and topical antibiotics. The wound was irrigated and debrided.